Event description:
The customer reported that after sealing a few times during procedure, the knife would not retract. About 5mm of the blade was exposed. Another device was used to continue the procedure. There was no patient harm. The device was received for investigation with the jaws open and knife does not retract completely back into shaft.

Manufacturer narrative:
Covidien reference #: (B)(4). Post market vigilance led an investigation into the reported complaint in conjunction with engineering. One used lf1520 was received for evaluation. The returned sample did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found a misassembled blade. The reported condition was confirmed. The investigation found that the blade was installed incorrectly. This cannot happen on the production line due to the blade installation fixture and the down line testing process. The device was disassembled and engineering found that the body halves were glued together and not welded as is done in manufacturing. Engineer, (B)(4) concluded that this device had been reprocessed and the reprocessing facility inadvertently turned the blade upside down in the knife track. The investigation identified the root cause of the reported event to be the knife blade installed upside down. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.